Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead had dislodged and this was noted on device check up. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.